Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2 was failed to sense when the door was closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the unit experienced a hardware failure. A field service engineer inspected auxiliary drawer, which was not sensing the closed position. The latch inspection component was replaced, and the drawer was cleaned. Excessive debris was removed. The drawer was tested using the hardware test application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.